Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4). Describe event or problem - correction "the reported event of a failed transmitter error was not confirmed via data. A root cause could not be determined via data."

Event description:
The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that led to a transmitter failure. The product was evaluated the device was visually inspected and passed. Voltage testing was performed and the test failed due to no voltage. A review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Correction "a review of the share logs was performed and a failed transmitter error was not found within the investigation window. The allegation was not confirmed. The root cause could not be determined."

Event description:
A review of the share logs was performed and a failed transmitter error was found within the investigation window. The allegation was confirmed. The root cause was determined to be low transmitter battery.